Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china was cracked and leaked. The following information was provided by the initial reporter: at 09:00, liquid dripping was found during the extraction of normal saline, and cracks were found at the syringe after examination.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 2007102. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The retained samples were examined and no signs of defect were identified. The material used to manufacture the discardit syringe has been selected and tested to resist normal conditions of use. During the assembly process, an in-line detection system inspects all product for signs of breakage. Based on the preventive measures in place, we believe the syringe barrel could have become damaged as a consequence of strong conditions during handling or transport of the product post-production. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china was cracked and leaked. The following information was provided by the initial reporter: at 09:00, liquid dripping was found during the extraction of normal saline, and cracks were found at the syringe after examination.